Event description:
Boston scientific crm received information about a journal article studying lead survival based on epicardial pacemaker placement. This study involved products from several different manufacturers, including boston scientific. During the course of the study, 43% of the patients experience one or more lead failures within 3.7 years and 28% experienced lead failures within 3.1 years. The majority of the leads failed due to high thresholds, lead fractures, and sensing problems. No adverse patient effects were reported in the article. No model and serial number information was provided in the article and attempts to obtain the information were conducted. Additional information was later reported that this epicardial lead had experienced impedance issues. Journal article reference: lichtenstein bj, et al. Surgical approaches to epicardial pacemaker placement: does pocket location affect lead survival? Pediatric cardiology. 2010 aug 6: epub.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or patient condition.